Event description:
Customer reported receiving an error message on her locked freestyle flash meter. As a result of this, she was unable to test her blood glucose and reported experiencing hypoglycemia during the night. The customer's husband administered fruit juice to counteract the hypoglycemia. She did not go to the hospital or see a doctor.

Manufacturer narrative:
The device has been returned and an investigation has determined the complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.